Event description:
It was reported that in anesthesia, the md noticed that the swg severely bent when trying to advance it through the ars at approximately 10cm. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).